Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had an MRI done and they had to put their implant in MRI mode, but now their implant was shocking them and something was going wrong. The patient rep stated the patient's device had been hurting at the implant site for a while as if the patient had back pain and it was aching, but all of a sudden the patient was getting shocking sensations and it was hurting them really, really bad. The patient rep stated when the patient walked the pain would move to their implant site. The patient rep also stated that the patient's bladder had not been a notable problem. The patient rep also mentioned that when the patient touched the device, it was shocking them with pain and electricity. It was weird and the patient was in so much pain that it gave them acid reflux like their food was coming up in their throat. The patient rep also stated that sometimes it felt like the patient's implant site was real tight and hard to the touch; it would get real hard and had a different feeling at times. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient rep was assisted with ensuring the patient's implant was turned off, but the patient's handset was not charged at the time of the call. The patient would charge the handset and call back. The patient and the patient rep called back later in the day and repeated information previously noted. The patient did not want to turn their ins on since it had been shocking them and causing pain. The patient connected to the ins during the call and confirmed MRI mode was still active and the ins was off. The role of the manufacturer was reviewed and the patient was redirected to their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the pain moving to the implant site when walking was unknown and no likely cause was given. The hcp noted that the patient was seen by a company rep in office on (B)(6) 2025. It was unknown if the issue has been resolved. The hcp noted that the cause of the implant site sometimes feeling "real tight" and "hard to the touch" was unknown and no likely cause or steps taken towards resolution was noted. It was unknown if this issue was resolved. The hcp also noted it was unknown if the shocking sensations after the MRI have been resolved.

Event description:
Additional information was received from the manufacturer re presentative (rep). Regarding the shocking sensation after the MRI, the patient was seen in the office by the rep and the nurse. They determined it was not a shocking sensation. The patient's device was turned back on and set to an appropriate level. The issue was resolved. No further action needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.